Event description:
Patient experienced pain greater than six months was enrolled in a synthes (B)(4) study. Patient had a (posterior lumbar interbody fusion ) plif and was implanted with opal, matrix and two chronos strips at level l5-s1 on (B)(6) 2010. On (B)(6) 2012, patient returned to the clinic complaining of low back, left leg pain and pain upon sitting. Reportably the pain was experienced approximately for the last 2-3 months. A MRI, date unknown, showed a juxtafecet cyst at l4-5 on left with canal and foraminal stenosis. Surgeon scheduled patient for l4-5 decompression and possible fusion on (B)(6) 2012. The patient returned to the o.r. On (B)(6) 2012 for l4 - l5 synorial cyst resection at adjacent level. The lumbar fusion was inspected and the construct was tested, noting good purchase of all screws into the bone. It was decided the patient did not need revision of the fusion or extension superiorly. No product was removed. This is for the opal spacer which is 1 of 6 reports for the same event. This is for the cap which is 4 of 6 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Manufacturer narrative:
Device used for treatment, not diagnosis.

Event description:
This report is for an unknown spine. This is report 4 of 6 for complaint #(B)(4).